Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of abdominal pain, cloudy effluent and peritonitis, which warranted antibiotic therapy. Per the pdrn, the peritonitis was caused by an unspecified breach in aseptic technique. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, coagulase-negative staphylococcus species is the most common cause of peritoneal dialysis¿related peritonitis. Based on the information available, there is no objective evidence, allegation or implication the liberty select cycler or liberty cycler set caused or contributed to the serious adverse events experienced by the patient. Additionally, there is no allegation or objective evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced abdominal pain, cloudy effluent and was subsequently diagnosed with peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was scheduled for a home evaluation, due to reports that the patient was practicing poor aseptic technique (specifics not provided). The pdrn stated they were intending to meet the patient; however, the patient called reporting abdominal pain (specifics not provided). The pdrn instructed the patient to meet them at the outpatient dialysis clinic, and while drawing a peritoneal effluent fluid culture and cell count, the pdrn noted cloudy effluent. Due to the patient¿s abdominal pain and cloudy effluent, the pdrn started the patient on an outpatient peritonitis protocol, which included intraperitoneal (ip) vancomycin and ceftazidime (dosage, frequency, duration not provided). The patient¿s culture was positive for staphylococcus aureus, and the cell count revealed an elevated white blood cell count (results not provided). The cytology results showed the organism was sensitive to cefazolin, and the ceftazidime was discontinued. The patient was evaluated at the outpatient dialysis clinic on six days later for continued abdominal pain and cloudy effluent fluid. Pd therapy was discontinued; however, the patient continued receiving ip antibiotics in anticipation of returning to pd therapy. The patient¿s nephrologist ordered the pd catheter to be surgically removed, and the patient has transitioned to hemodialysis therapy indefinitely until the abdominal infection has cleared.